Event description:
During surgery when impacting the cage, the grafted bone inside the cage pushed out, and the teeth of the endcap bent inward, thus the surgeon tried to bend it back then the teeth broke. The surgeon was managed to complete the surgery using the cage in other size.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Result and conclusion will be made available following engineering eval.